Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on a patient using arctic sun device. They keep getting low flow alarms 01(patient line open)/02 (low flow). They had tried disconnected and reconnected the pads, rebooting the device, and made sure there was enough water in the reservoir. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8.4psi, circulation pump command (cpc) was 77 percentage, system hours were 6,500, and pump hours were 5,873. Had nurse connect one pad at a time with proper technique and confirm all tubing was straight with no kinks or bends, verified audible clicks. Right chest water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage. Right leg water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage. Left chest water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Left leg water flow rate (wfr) was 2l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and resumed therapy, after a few minutes water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -5.3psi, circulation pump command (cpc) was 100 percentage. Informed nurse it appears the circulation pump was going out on this device. Recommended to swap another device. Explained the water flow rate (wfr) was currently good, but with this lower inlet pressure (ip) was, the flow rate will likely slowly decrease so they will eventually want to change the device. Informed nurse to send this device to biomed labelled low flow.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on a patient using arctic sun device. They keep getting low flow alarms 01(patient line open)/02 (low flow ). They had tried disconnected and reconnected the pads, rebooting the device, and made sure there was enough water in the reservoir. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8.4psi, circulation pump command (cpc) was 77 percentage, system hours were 6,500, and pump hours were 5,873. Had nurse connect one pad at a time with proper technique and confirm all tubing was straight with no kinks or bends, verified audible clicks. Right chest water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage. Right leg water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage. Left chest water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Left leg water flow rate (wfr) was 2l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and resumed therapy, after a few minutes water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -5.3psi, circulation pump command (cpc) was 100 percentage. Informed nurse it appears the circulation pump was going out on this device. Recommended to swap another device. Explained the water flow rate (wfr) was currently good, but with this lower inlet pressure (ip) was, the flow rate will likely slowly decrease so they will eventually want to change the device. Informed nurse to send this device to biomed labelled low flow.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.